Manufacturer narrative:
Event date was reported as (B)(6) 2018. It is unknown if that is the date the device broke or the date the device was discovered broken. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during inspection it was detected two (2) drill guide instruments were broken. There was no patient or procedure involvement. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date device returned to manufacturer. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: part: 323.042; synthes lot: 2533766; release to warehouse date: november 17, 2009; manufacturing site: bettlach; no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation selection investigation site: cq zuchwil; selected flow: 5. Broken visual inspection: on the threaded tip section of both returned parts are small parts broken out. The broken parts were not returned for evaluation. The two drill guides are showing wear marks. The labeling is also faded. All in all, the parts are in used condition. Dimensional inspection: not required per selected investigation flow as root cause is use related. Drawing/specification review: not required per selected investigation flow a as root cause is use related. Material review: the material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Summary: the received condition of the two drill guides is concordant with the complaint description, and the complaint condition is confirmed. This lot of 170 pieces was manufactured in november 2009 according to the specification. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. We are not aware of any other complaint for this article and lot combination. Based on that, and the condition of the screw, a product related issue can be excluded. Unfortunately, the exact cause which has led to the breakage could not be evaluated; based on the visual damages on the tip section of both parts we have to assume that a mechanical overload situation, for example lateral stress, has led to the breakage. Additionally, the labeling is faded and is a clear indication that the product was reprocessed many times over the years. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.